Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received a questionable result for one patient sample tested with elecsys ft3 iii (ft3) on a cobas 8000 e 801 module (serial number (B)(4)). The customer is preparing to switch to the elecsys ft3 iii ver. 2 assay (ft3v2) and noted a difference in results between the two assays. The sample resulted in a value of 2.33 when tested with the ft3 assay and resulted in a value of 1.89 when tested with the ft3v2 assay. No units of measure were provided for the patient results. Only the value from the ft3 assay was reported outside of the laboratory to medical professionals the customer uses the following reference range for ft3: 2.3 - 4.0 pg/ml.

Manufacturer narrative:
Control recovery showed a similar deviation in values. The investigation determined the difference in values between the ft3 and ft3 v2 assays is an improved composition of the ft3 v2 assay compared to the ft3 assay.

Manufacturer narrative:
The customer believed the ft3 data to be correct.